Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03456. It was reported that during a carotid artery intervention stenting treatment procedure, the patient experienced a brief period of unresponsiveness. The index procedure treated the 80% stenosed, 4.0x10mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified balloon the residual stenosis was 0%. During the procedure, the patient experienced a brief period of unresponsiveness. No action was taken and the event resolved without residual effects the same day. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)